Manufacturer narrative:
(B)(4).

Event description:
Information received reports patient was in a car accident in early november and since that time, she feels stimulation sensation is much stronger. Patient states it is strong enough now that she has to lower the stimulation setting. She still has stimulation in the correct location same as before the accident. Additional information has been requested and if received, a follow up report will be sent.